Event description:
On (B)(6) 2013 it was reported that the physician¿s handheld would not interrogate a brand new device, it took a half hour of trying and the physician eventually used another programming system. The handheld showed the interrogation bars but then froze. The handheld was not plugged into the wall, was fully charged, no emi was present, and the wand battery was reported to be fine. Although additional information has been requested, no further information has been received to date.

Event description:
On (B)(6) 2013 it was reported that the handheld is working fine now and that they have been using the handheld with no trouble. Troubleshooting was performed on the handheld and no errors were found. It was stated that have not been keeping the equipment charged and sometimes the battery has been too low to complete diagnostics successfully.